Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3, b5, b6, b7, d6b, g2, h6.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed right side rupture and swelling. Device has been explanted and replaced.

Event description:
Patient reported right side rupture. Healthcare professional later reported rupture confirmed by ultrasound and MRI, and swelling. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported, rupture. Healthcare professional, later reported, confirmed by ultrasound and MRI and swelling. This record is for the right side. Device remains implanted.